Manufacturer narrative:
The device was evaluated by stryker. The reported issues of synchronized shock not delivered and unexpected loss of power were unable to be verified and unable to be duplicated. The technician did not find any device issues in testing or through log review. The device passed all functional and performance testing and was returned to the customer. The technician noted that the issue could potentially be from a user error. An engineering review of the available device keylog was performed. During the reported event it can be seen in the keylog that the user enters sync mode, then adjusts the energy, and selects charge. After the charge, the shock button is pressed shortly three times, following this, the speed dial is pressed. Per the synchronized cardioversion procedure in the lifepak 15 operating instructions, the user should "press and hold the shock button on the defibrillator until the energy delivered message appears on the screen" and "to disarm (cancel a charge), press the speed dial. The defibrillator disarms automatically if shock buttons are not pressed within 60 seconds, or if you change the energy selection after charging begins". From the keylog review it was observed that the user did not press and hold the shock button, and instead quickly pressed it three times. It was also observed that after quickly pressing the shock button, the user pressed the speed dial, disarming the device. No unexpected losses of power were observed, the only power down event was preceded by a user press of the power button. No device malfunction is suspected. Root cause of the reported issue is determined to be user error.

Event description:
The customer contacted physio-control to report that their device disarmed and turned off when attempting to shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The customer was able to use another device to deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device disarmed and turned off when attempting to shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The customer was able to use another device to deliver shock. This issue is patient related; however there was no adverse event reported.